Event description:
It was reported that the patient experienced a shocking sensation. The physician decided to replace the device and relocate the pocket site. The patient recovered without sequelae and continues to use therapy to find effective pain relief.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. A review of the available device diagnostic data shows no indications of a malfunction. The device was not returned.